Event description:
It was reported that an external fluid leak was observed from the return line luer connector of a prismaflex m100 set during set up for continuous renal replacement therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed that the luer connector of the return line was broken. These components are provided preassembled by a baxter supplier. Functional testing was performed and no anomalies were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified as set damage. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.